Event description:
Meter name: fasttake, strip name: fasttake test strips, meter code: 31, strip code: 31, strip storage: stored correctly, symptoms: no symptoms. The pt reportedly was treated by emt. The meter allegedly was inaccurately high. The pt's result on the meter was 160mg/dl after being treated. The results from the emt meter were 37mg/dl and 101mg/dl. The time difference between the pt's meter and the emt meter was less than 10 minutes. The treatment was unknown. No further info has been reported.